Event description:
Reporter stated that the device is reading higher than her son's blood is. At one instance her son's blood glucose was 448 mg/dl, when he was using the device and when he used a different device the reading was 180 mg/dl. Another instance the device gave him a reading of 265 mg/dl, when he used another device it was 114 mg/dl. This happened after he exercised. The reporter said she has even contacted the manufacturer and a replacement was sent. However, the new device has the same issues. The reporter is concerned about this problem because someone could die not knowing what their true blood glucose level is.